Manufacturer narrative:
Upon explant, no product return is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room due to convulsions. Interrogation revealed high threshold measurements and loss of capture (loc), impedance measurements greater than 2,000 ohms and pacing inhibition. The patient was hospitalized with intervention pending.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room due to convulsions. Interrogation revealed high threshold measurements and loss of capture (loc), impedance measurements greater than 2,000 ohms and pacing inhibition. The patient was hospitalized and the system was explanted.